Event description:
The customer performed a blood glucose test and received a result of 429 mg/dl. The customer was given 15 units of insulin at 9 am by family member. About 10 am the customer's nurse tested and received a result of 350 mg/dl and dosed 10 units of insulin without knowing the family member had already given insulin. At 12:00 the customer felt bad and was taken to the emergency room, thinks reading was 167 mg/dl before going to the emergency room. The customer was given an IV and unk tests were run. The device was coded incorrectly and no controls were being used.